Manufacturer narrative:
Manufacturers evaluation determined that the device would not run, but did display a bias current message indicating the potential for the device to run on its own.

Event description:
It was reported that the micro drill allegedly ran on its own. The customer was not aware of any patient involvement or adverse consequences associated with the device.